Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep the surgeon found that the 5mm trocar sleeve leaked around the outer seal when he put in the device. The surgeon completed the case with a new 5mm sleeve. There was no consequence to the pt.